Event description:
This is a safety concern. The unit fails to monitor oxygen to the pt. After further checking I found that none of the following manufactured oxygen concentrators monitored the oxygen to the pt; inogen phillips invacare drive inogen was also found to not restart after a power failure. This can cause a pt to unknowingly go without oxygen. I recommend that all machines be recalled and fixed and not used until this safety concern is solved.